Event description:
It was reported that the pump turned off while on a patient in the elevator. The issue was resolved by plugging the pump back in after 30 seconds. The pump worked properly thereafter. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that the pump turned off while on a patient in the elevator. The issue was resolved by plugging the pump back in after 30 seconds. The pump worked properly thereafter. No patient harm or injury. Patient status is reported as "fine".